Event description:
It was reported that this right atrial (ra) lead was explanted due to it getting damaged while the patient underwent a heart procedure. A new device was implanted. No additional patient effects were reported.